Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy procedure. The powered stapling handle was being used for the first firing. The surgeon started to fire the device, however, it stopped after firing 1 cm. After a while, the surgeon tried to fire the device again, however, could not. Replaced by a new cartridge and the firing was completed. There was no patient harm. The status of the patient is no problem.